Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The reporters complaint that the unit does not function was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months has been reviewed. The item was previously returned for service on (B)(4) 2013 due to will not run. A service request for this item was called in on (B)(4) 2013 for does not function. There are possible relevant issues identified in the service history review, but no conclusion can be drawn. (B)(4). Placeholder.

Event description:
Facility reported that during unknown surgery when surgeon started using small battery drive, it did not work. Small battery drive did not come in contact with patient. Spare device was used to complete the procedure. Procedure was completed successfully with no delay in the procedure, without any harm to patient and without any medical intervention. This is 1 of 1 report for complaint (B)(4).